Manufacturer narrative:
Nellcor puritan bennett requested that the product be returned for eval, or that the co rep be allowed to visit the facility for eval of device. No product has been returned, and no access to the unit has occurred. A supplemental report will be provided if the device is returned or evaluated, and/or if any new significant info is learned.

Event description:
On 3/5/07, nellcor puritan bennett received a report from a biomedical engineer that an n-395 stopped monitoring and did not alarm and a pt had expired. Engineer has stated that upon moving the pt cable connector he can cause the unit to go through power cycling and display an error for internal monitor resets. On 3/20/07, nellcor puritan bennett received a user facility medwatch report for this same event that the n-395 did not alarm and was not displaying pt's heart rate or oxygen saturation. Facility's clinical engineering indicates the monitor cable was not functioning properly, a connection at point where cable plugged into the monitor was visibly loose and positional; alarm functioned during testing. Pt was without respirations or heart rate, and pt did not revive. Report indicated a copy was provided to the FDA.